Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 27.8 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but there was no tubing clamp for the high pressure test. It was also stated that the insulin pump was worn during an xray procedure. In addition, the doctor felt that the insulin pump was not functioning, and should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.